Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped and replaced. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead had failed to capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.